Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the device displayed ¿spare lamp¿ and lamp error e103 due to faulty converter unit, the shield plate was missing, dust was noted inside the unit, cable was found deformed, crack was found on power switch, minor corrosion was noted on the rear pane and top cover, paint was peeled off from the top cover and scratch was noted on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter address: (B)(6).

Event description:
The customer reported to olympus, the lamp of the visera elite xenon light source was not getting power, during preparation for use. It was also reported that a lamp error e103 and ¿spare lamp¿ were displayed on the monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating, the intended procedure in this event was a therapeutic functional endoscopic sinus surgery (fess). It was noted, the intended procedure was completed successfully with the same device with no delay and no harm/injury to the patient or user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 was updated with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty converter unit could not be determined. Olympus will continue to monitor field performance for this device.